Event description:
In an attempt to salvage pt's extremity, angiography was performed followed by attempted angioplasty. Through a 7 fr. Caliber long pannicle sheath, a .014 platinum plus guidewire was selectively advanced through the extermely tight tibioperoneal trunk stenosis. A 4 mm cutting balloon catheter with monorail system was advanced over the guidewire. Attempts to advance the balloon beyond the mid superficial fermoral artery were not successful due to atherosclerotic de. Upon removal of the cutting balloon, the catheter spontaneously fractured. In addition, portion of the wire fractured with tip extending into left common iliac artery.